Event description:
It was reported that the surgeon fired the stapler and the stapler locked down, unable to open after firing. The second device functioned identical to the first one. A new device was opened to complete the procedure. There was no incident or consequence to the pt.